Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. Deformation observed. Red particles on the surface of the shell. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported "seroma, cytology nl, capsule." Device has been explanted and replaced.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Additionally, healthcare professional reported "seroma, cytology nl, capsule." Device has been explanted and replaced.